Manufacturer narrative:
The test strips were requested for investigation, however, the vials have been discarded. If any product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek xs meter with serial number (B)(4) or coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. The reporter was unsure which meter or test strip lot number was used. They were not documented with the test results. The meter result was 3.8 inr. The laboratory result using a venous specimen was 2.8 inr. The tests were done within 4 hours. The patient's therapeutic range is 2.5-3.5 inr. The patient is tested weekly or depending on the test results. The expiration date of the test strips with lot number 54145311 was requested but not provided. The expiration date of the test strips with lot number 55343315 was 31-jan-2023.